Manufacturer narrative:
One device was returned for analysis. Visual inspection found a downstream occlusion seal issue. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the corrupt board. As a result, the downstream/upstream occlusion seals and board were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 46011. There was no patient involvement and no patient harm/adverse event was reported.